Event description:
A peritoneal dialysis (pd) patient (B)(6) contacted fresenius customer service to report that the silk tape, that he received with his first delivery, irritates his skin. He stated that the tape is painful to remove. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).